Manufacturer narrative:
MFR's report date: 04/07/98.

Event description:
Hosp reported that the pt had been brought from the med ward to the itu with this instrument set up to infuse diprovan. The diprovan had been administered satisfactorily for several days using this pump. On the morning of december 3, at approx 13:35, a 50 ml bottle of diprovan was hung and the administration set was changed. Rate was set at 4 ml/hr. At approx 13:40, the pump allegedly alarmed "flo 3". The pump was turned off and the line was removed from the pt. The set was removed from the pump. Subsequently the pt had symptoms of an overinfusion of diprovan and "pt was treated accordingly."